Event description:
It was reported by service report that the bed will not stay flat. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board. Customer provided parts to do repair.